Event description:
A high reading issue was reported with the adc device. Adc received a customer's complaint via email which indicating that the customer experienced "hypoglycemic coma" and a loss of consciousness. The customer's glucose was measured, a reading of "over 20 mmol/l" was received on the sensor when compared to a competitor meter result of 2 mmol/l. The customer received unspecified third party medical treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. In addition, the risk evaluation was calculated to be low. If the product is returned, the case will be re-opened, and a physical investigation will be performed. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.